Event description:
Rn priming cvvh (continuous venovenous hemofiltration) cartridge, when attempting to unscrew the line from the sterile cap of the venous line, the clear plastic connection of the tubing broke. Lot# 20178005, ref car-500. Unable to use this cartridge.